Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. There was no reported adverse impact to customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.